Manufacturer narrative:
(B)(4). Batch # m93g00. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during the laparoscopic splenectomy, noted titanium tip was broken during procedure. The breakage piece was retrieved from patient. Changed another one to complete surgery. No additional information can be provided.